Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged. Additionally, it was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause for high bg was unknown. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Based on the analysis, the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified.